Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that she had a bent cannula and the insulin pump was not alarming. Customer went into diabetic ketoacidosis and was hospitalized on (B)(6) 2016. The doctor removed what the caller believes to be the infusion set. Caller stated that the pump was not working and not alarming. Caller stated that the pump will not alarm when her sister's blood glucose is low or high. Customer's blood glucose was past 535 mg/dl and caller stated that she took her to the hospital. Caller stated that her sister has been to the hospital twice with a blood glucose reading of 535 mg/dl and customer went into diabetic ketoacidosis. Customer was in the hospital for 3 days. Caller stated that her sister almost didn't get out of a coma. Customer just got out of the hospital and caller stated that she does not have the pump to troubleshoot as she wants to let her sister rest.